Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and six months of post deployment, computerized tomography-abdomen was performed which showed that the inferior vena cava appears patent, with infra renal inferior vena cava filter with most struts extending beyond the lumen of the inferior vena cava to a greater degree than previously. The strut at the 12:00 position as viewed on axial images protruded approximately 6-7 mm anterior to the inferior vena cava, at least contacting and likely partially embedded in the wall of the third portion of the duodenum. Similarly, the approximately 10:00 position strut demonstrated similar findings. The 2:00 and 4:00 position struts lie immediately anterior to and posterior to the right margin of the aorta. One of the posterior struts at least contacts and was probably partially embedded in the cortex of the anterior right side of the vertebral body as seen on sagittal series 401, image 69. The approximately 7-8:00 struts contacts anterior margin of the right iliopsoas muscle. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 11/2009),g3,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter perforated and embedded. The device and struts were removed percutaneously. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and six months of post deployment, computerized tomography-abdomen was performed which showed that the inferior vena cava appears patent, with infrarenal inferior vena cava filter with most struts extending beyond the lumen of the inferior vena cava to a greater degree than previously. The strut at the 12:00 position as viewed on axial images protruded approximately 6-7 mm anterior to the inferior vena cava, at least contacting and likely partially embedded in the wall of the third portion of the duodenum. Similarly, the approximately 10:00 position strut demonstrated similar findings. The 2:00 and 4:00 position struts lie immediately anterior to and posterior to the right margin of the aorta. One of the posterior struts at least contacts and was probably partially embedded in the cortex of the anterior right side of the vertebral body as seen on sagittal series 401, image 69. The approximately 7-8:00 struts contacts anterior margin of the right iliopsoas muscle. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter perforated. The device and struts were removed percutaneously. The patient experienced abdominal pain; however, the current status of the patient is unknown.